Event description:
Mandatory medwatch received from the customer which states: "pt had laparoscopic hernia repair in 2001. Following surgery, pt placed on pca pump containing 30ml cassette of morphine. Door closed and locked. Error message displayed "door not locked" despite door being closed and locked. Pump shut off. Over the next 5 minutes, the pump infused 22ml of morphine into pt. This resulted in severe respiratory distress. The effects of the morphine were reversed with narcan. Pt was discharged home in good condition a few days later with no apparent injuries. Pt had prior history of appendectomy and cholecystectomy." Upon further query, the customer reported the following: it was reported that the nurse was setting up the pump with an unknown concentration of morphine and the pump kept alarming, "door not locked". The nurse reportedly opened and closed the door several times but could not get the alarm to stop. At this point, it was reported the nurse turned the pump off, closed the door tightly, and left the room to get a replacement device. A technician entered the room about five minutes later to take the pt's blood pressure and found that the pt had depressed respirations and the color was becoming gray. The syringe was removed from the pump. It was noticed that 2/3 of the morphine was gone. The pt was given an unspecified amount of narcan and reportedly responded well. The pt was monitored closely for the next 24 hours with no adverse sequelae reported.